Event description:
An apparent lead fracture was reported. There was also reported sensing difficulty, unacceptable thresholds, no capture and inappropriate therapy. The lead was not replaced because the patient chose to have a pacemaker implanted to replace the ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; full lead was returned for analysis. Both distal and svc conductors are fractured.